Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed that the system has been meeting specifications as per service installation record (sir) and no abnormalities that could have contributed to this event were identified: the device was successfully verified four months prior to the treatment day. Based on this event, a field service engineer (fse) performed an onsite verification and found that the device was ok and identified no defects, as the event could neither be confirmed nor replicated. Nevertheless, the laser was adjusted. The logfile review for the day of treatment shows no relevant errors or any relevant warnings. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The energy was stable during the whole day. The reported treatment could be identified in the logfile and was shown to be finished successfully without any technical issue. The patient interface (pi) was docked two times on the eye, because the surgeon interrupted the suction process by pressing the foot pedal twice. The vacuum process was repeated and successfully completed. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated surgery within the recommended energy settings. No technical root cause could be identified. The treatment report shows possible formation of an opaque bubble layer (obl) and fluid under pi (patient interface). The root cause could not be determined conclusively, however no technical root cause could be identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a patient with incomplete flap in the unknown eye during flap creation procedure. Surgeon stated central flap was not completely cut from the laser and flap wash was performed and manually separated by using crescendo knife and hockey knife. Surgeon observed subepithelial scar in the patient eye and patient will come back to hospital in next two weeks. There are multiple related reports for this reported event. This report addresses unknown patient's unknown eye and additional manufacturer reports will be filed for the other patients.